Event description:
The customer reported that the pump became "hot to touch" while it was charging, even though no temperature alarms were recorded. There was no adverse impact on the customer's blood glucose level. The customer declined an out-of-warranty loaner pump but chose to use a backup insulin pump to ensure continued insulin delivery, while tandem decided to replace the pump and charging supplies.